Event description:
The customer reported that there was a system battery failed test, and the cross arm and ap latural brake was bad.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep order parts removed and replaced the battery, cross arm brake and ap/latural brake. The system functioned as intended.